Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, rectocele and cystocele and mesh was implanted. It was reported that following insertion, the patient experienced pain, bleeding, infection, urinary problems, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2013, the patient underwent cystoscopy and bladder biopsy with fulguration due to possible mesh erosion into the bladder. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent cystoscopy and bladder biopsy with fulguration on (B)(6) 2013 by dr. (B)(6), md due to recurrent urinary tract infection and area of cystitis in right anterior bladder. (B)(4).

Event description:
Details: it was reported that the patient underwent cystoscopy and bladder biopsy with fulguration on (B)(6) 2013 by dr. (B)(6), md due to recurrent urinary tract infection and area of cystitis in right anterior bladder.